Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that there were no patient complications noted after procedure and the patent's' condition was stable.

Event description:
Same case as: 2134265-2014-00801. Reported via voluntary medwatch (B)(4). It was reported that a guide wire detachment occurred. During a percutaneous transluminal angioplasty procedure, an adjacent protective rotawire was placed in the aberrant left circumflex coronary artery (lcx) and was cut by a rotalink plus burr being utilized in the right coronary artery. Multiple attempts were made to retrieve the rotawire, but they were unsuccessful. It was determined that surgery would be contraindicated due to the patient's age and previous lung surgery. The guide wire tip was left in the lcx. The patient was scheduled for follow up.